Manufacturer narrative:
(B)(4).

Event description:
The pt was becoming less clinically responsive to the baclofen dosing. On (B)(6) 2011, it was noted that the pt had a "pseudomeningocele at the exit site from the spine where the catheter enters." There was fluid collection noted at the back incision. The catheter was explanted to give the pseudomeningocele seal an opportunity to heal and a new catheter was placed one vertebral level above where pseudomeningocele site existed. The new catheter was attached to the existing pump. The device sys was used to deliver lioresal 500 mcg/ml at 150 mcg/day. Additional info has been requested, a f/u report will be sent if additional info becomes available.